Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017. The customer explained that she was taken to the hospital due to a heart attack and her blood glucose level was 45 mg/dl. She also reported that her blood glucose went down to 20 mg/dl while in the hospital. The customer stated she had been having low blood glucose for about 3 weeks. She experienced chest pain, had a cat-scan and a stress test done and was treated with food, glucose tablets and a shot. Blood glucose at the time of the call was 215 mg/dl. Troubleshooting was performed. The customer stated the reservoir was showing more insulin than the status screen. She stated it seemed she had been receiving more insulin than needed due to the settings being changed recently and confirmed the insulin pump was not over delivering. It was advised to talk to the doctor about the settings. The insulin pump will not be returned for analysis.